Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the patient's left ventricular lead had dislodged, and no capture was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 86.5 cm. Analysis was normal. No anomalies were found.